Manufacturer narrative:
A lumenis service engineer visited the site six (6) days after the reported event, and confirmed the "low energy" error. Having found errors 304 (energy too low (<50%)) and 500 (hvps b+ out of tolerance) in the error log, the engineer determined the cause to be a high voltage power supply failure. The hvps was replaced, and after alignment and calibration, the system was tested and operation verified. A review of historical service records does not show that the original hvps had ever been replaced. A review of system risk files found the risk of hvps failure (1007143_b - risk # 2.01) which has the potential to lead to ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. A review of historical product complaints from the past two years shows that the same malfunction of intraoperative hvps failure has not led to serious injury. Although a cause for the hvps failure could not be established, based on the age of the system (14 years) lumenis believes that the most probable cause for the reported event was wear.

Event description:
A user facility reported that during a procedure in which a lumenis versapulse powersuite 20w laser was being utilized, the laser displayed a "low energy" message on the screen and the system could no longer be used. A backup laser system was brought in to complete the procedure; no report of patient injury was received, nor any report that the malfunction caused or contributed to any change in the patient's status.